Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and subsequently passed away. The break in aseptic technique was further described as pt did not wear a mask and did not wash their hands properly. On the same day, the pt was hospitalized for the peritonitis event. The pt was treated with unknown IV antibiotics (dose and frequency not reported) for peritonitis during hospitalization. Fifteen days after the onset of peritonitis, the pt passed away. The peritonitis event was ongoing at the time of death. The pt was not performing pd therapy while in the hospital; the pt was performing hemodialysis. The cause of death was reported to be due to the withdrawal of care. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. This is a report of use error ¿ breach in aseptic technique which was due to the hp not wearing a mask and not washing their hands properly. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.